Event description:
It was reported to boston scientific corporation that a gemini basket retrieval was used in the kidney during endoscopic basket lithotomy procedure performed on (B)(4) 2023. During the procedure, when the basket captured the stone, the basket wire was fractured; however, the basket wire did not completely detach from the basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h10: investigation results: the returned 11mm gemini basket was analyzed, and a visual evaluation noted that one basket wire was broken. Functional examination was performed, and the handle was actuated. Additionally, the basket was able to open and close. Microscopic examination was performed, and it was noticed that one basket wire was broken and not fully detached. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. Based on the investigation results this could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to break the basket wire. The device meets all manufacturing specifications required and passed all the controls and inspections; no abnormalities were reported during the assembly process. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a gemini basket retrieval was used in the kidney during endoscopic basket lithotomy procedure performed on (B)(6) 2023. During the procedure, when the basket captured the stone, the basket wire was fractured; however, the basket wire did not completely detach from the basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.